Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a magnetic resonance imaging (MRI) examination, the device was found in backup mode. A device download was performed to restore the device and the patient was stable with no consequences.